Manufacturer narrative:
Upon retrospective review an error was identified with section d of this report: d3 (abbott gmbh) and d4 (02p56-42). The correct manufacturer location should be abbott laboratories (irving/atm) and the correct list number should be 02p56-21. This correction has been submitted in manufacturer report number 1628664-2020-00109. Any future information regarding this event will be submitted under manufacturer report number 1628664-2020-00109.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated lactate dehydrogenase (ldh) result when processing on the architect c16000. The initial result was 514 u/l and retest was 198 u/l. Retesting on another instrument yielded results of 195, 7, and 197 u/l. The customer uses a reference range of 125-220 u/l. No impact to patient management was reported.